Event description:
I have been using medtronic minimed as my insulin pump for the last 15 years. Ever since they introduced their newest pump earlier this year, I have experienced terrible customer service. I was promised an upgrade, led through the process, and then was told that I no longer qualified after I followed up (having waited a month to hear from medtronic). My current pump has a problem; I called to get a replacement 10 days ago, and was told that none were currently available and they would contact me when they had one for me. My blood glucose numbers have been struggling because my current pump is unpredictable. I am still well within my warranty, but it appears that medtronic is only now concerned with those who have the newest pumps and are unconcerned about those of us who have older pumps whose warranties we have to wait to finish.